Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would freeze during fluoroscopic x-ray. No pt injury was reported.